Event description:
On (B)(6) 2012, the lay user/patient contacted lfs alleging that she was having a calcode issue with her onetouch ultrasmart meter. On (B)(6) 2012 the lay user/patient alleged that her onetouch ultrasmart meter had been reading inaccurately high. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) on (B)(4) 2012. The patient stated that the alleged calcode issue began on (B)(6) 2012 around 1 p.m. And that alleged inaccurate results began a week prior to that. The patient stated that she obtained a blood glucose result of "90 mg/dl" with the subject meter on the morning of (B)(6) 2012. The patient stated that she felt her blood glucose should have been higher since she had eaten a piece of toast and applesauce 15 minutes prior to testing. The patient reported that she went to the doctor around 4 p.m. On (B)(6) 2012, because she was unable to test due to the alleged calcode issue that had started earlier in the day. The patient claimed that while she was at her doctor's appointment she developed "blurry vision, lack of concentration, bad speech" and began "throwing up and feeling like she was going to pass out," which she associated with a low blood sugar. The patient informed the mss that her blood glucose was tested within 30 minutes of the onset of symptoms and a result of "39 mg/dl" was obtained on the doctor's meter. The patient stated that she was not sure why her blood glucose was "so low" when she had obtained a "normal result" on the subject meter, only a couple of hours prior. The patient stated she had a snack provided by the healthcare professional at her doctor's office and self administered 8 glucose tablets to treat the symptoms and was reportedly monitored by her doctor until the symptoms abated . The patient stated that she felt better within 45 minutes of treatment. The patient claimed that a month prior to the inaccuracies starting her doctor had taken her off of her metformin (unknown dose) and switched her to insulin due to kidney and pancreas problems. The patient mentioned that the symptoms could have been related to the change in medication, but she was not certain. The patient informed the mss that she typically tests her blood glucose 6 times a day and that her normal results are between 70-100 mg/dl. The patient reported managing her diabetes with long lasting insulin at night (unknown type/dose) and fast acting insulin (unknown type-5 units before breakfast/ lunch, 7 units before dinner, as well as self adjusting bolus' as needed). At the time of troubleshooting on (B)(6) 2012 the customer care advocate (cca) was unable to resolve the alleged calcode issue. The mss confirmed that the subject meter was set to the correct unit of measurement on (B)(6) 2012. Replacement product was sent to the patient. This complaint is being reported as an adverse event because the patient reportedly developed symptoms suggestive of a serious injury and was treated for low blood glucose after obtaining "inaccurate results" and not being able to test her blood glucose as a result of the alleged calcode issue. In addition, the alleged calcode issue was not resolved with troubleshooting.

Manufacturer narrative:
Follow-up ((B)(4) 2012) - device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012, with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.